Manufacturer narrative:
Intermittent button response due to corroded keypad traces. No frozen display noted.

Event description:
The customer reported via phone call that the insulin pump's buttons were unresponsive. The screen was not completely blank. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.